Manufacturer narrative:
Investigation - evaluation: a review of the instructions for use (IFU), specifications, quality control and visual inspection of the returned device was conducted during the investigation. The device that is the subject of this report was received for evaluation. A section of silicon tubing with a suture ring and suture were returned. The section was 23.2cm long. No hub or manifold was returned indicating the catheter separated between the suture ring and the manifold. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, warnings, and precautions. Specifically; ¿extreme caution must be used in placement and monitoring. Silicone catheters are not designed for power injection. Catheter rupture may occur. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Catheter size should be as small as the use will allow¿. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the catheter broke into two piece. The broken device was replace with another catheter. A section of the device did not remain inside the patients body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the redo double lumen total parenteral nutrition (tpn) catheter broke into two pieces. The patient required placement of a new tpn catheter. A section of the device did not remain inside the patient¿s body. The patient did not experience any adverse effects due to this occurrence.